Event description:
The user facility reported a 74-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. The pump had persistent suction problems and, despite the device being repositioned, the issue persisted. The decision was made to escalate the patient to an impella 5.5. There was no patient harm related to this event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow has been completed. The product was not returned. As per the clinical information provided, the placement signal is very erratic and there are low flows with suction alarms. The flow then increases abnormally with no change in p-level. The root cause of the low pump flow is most likely due to the patient¿s condition.